Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer indicated cartridge pigtail was curved causing the blockage. The customer changed the cartridge and resumed insulin therapy.